Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, the pt experienced silent ischemia and underwent a CABG surgery. The index procedure information was not provided. An unk size taxus express2 stent was implanted in an unk location. In 2008, silent ischemia and a stenosis of the left circumflex (lcx) artery were confirmed. In 2009, an angiogram confirmed a 90% stenosis of the right posterior descending artery (r-pda) and a 90% stenosis of the proximal (lcx). It was decided that pci treatment was not appropriate and CABG surgery was performed on both the r-pda and lcx vessels. The pt was discharged approximately three weeks later. Attempts for additional information were made.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.